Manufacturer narrative:
Date of event: estimated date. Unique device identifier (UDI#): in the absence of a reported part number, the UDI cannot be calculated. The device was not returned for analysis. A review of the lot history record and complaint history could not be conducted because the lot numbers were not provided. In the absence of device returned for analysis a conclusive cause for the reported failure to achieve hemostasis, back wall stitch, suture malposition, needle to cuff miss and could not be determined. The reported patient effects vascular injury (tissue damage), thrombosis, hematoma, pseudoaneurysm, hemorrhage, dissection, infection, are known inherent risks of the procedure. A conclusive cause for the reported patient effects of claudication and cardiac arrest and the relationship to the product, if any, cannot be determined. The subsequent treatment of additional therapy and surgical procedure appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported through a research article identifying proglide devices that may be related to: technical failures (inadequate hemostasis, high punctures into the inguinal ligament, tears in the arterial wall from calcified plaque, inability to place the percutaneous suture because of scar or dermis within the percutaneous track), suture placement in the arterial wall and inguinal ligament causing a probable kink at the site, thrombosis, retroperitoneal hematoma, pseudoaneurysm, open surgical repairs (prolene sutures, interposition polyester graft, patch angioplasty with bovine pericardium, surgical debridement), additional medication (general anesthesia, thrombin injection), secondary endovascular procedures, medical interventions, additional closure devices, blood loss, prolonged hospitalization, dissection, cardiac arrest, wound infection, and claudication. Specific patient information is documented as unknown. Details are listed in the attached article, titled "outcomes of total percutaneous endovascular aortic repair for thoracic, fenestrated, and branched endografts."

Manufacturer narrative:
This report is being resubmitted to ensure the enclosed attachment can be easily opened by the FDA.b2: outcomes attributed to ae.